Manufacturer narrative:
H10 h3, h6: the device, used during treatment, was returned for investigation. The visual investigation found that the returned handpiece tracker was bent and aluminum. The aluminum material that can bend more easily due to the nature of the forces placed on the handpiece tracker either via the surgeon's hand, dropping it, or any other forces. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review was performed and found 36 similar reports of the reported event. A relationship between the device and the reported have been established. The malfunction is likely due to mechanical component failure from bending of the handpiece tracker. The material has been changed to stainless steel which makes the part much stronger and less susceptible to bending, thus, reducing the likelihood of this problem.

Event description:
It was reported that the system would not recognize handpiece or point probe. No surgery involved.